Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed during the prime test due to a faulty gold force sensor resistor. The rewind, basic occlusion, and excessive no delivery alarm tests could not be performed due to the alarm. The insulin pump was received with minor scratches on the display window, a cracked case at the display window corners and a cracked reservoir tube lip.

Event description:
It was reported that the insulin pump alarmed an error and that the customer was unable to exit the preparing to prime loop. The blood glucose reading was 96 mg/dl. The customer stated that the insulin pump had been dropped a few weeks prior to the alarm occurring when he was walking and the device caught the dresser handle. Advised replacement of the insulin pump. Nothing further reported.